Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime (2.5x18, 2.5x15, 2.75x38, 3.5x23, 3.0x38). The 3.0x38mm xience prime mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 18 mm xience prime stent, a 2.5 x 18 mm xience prime, a 2.5 x 15 mm xience prime stent and a 2.75 x 38 mm xience prime stent in the left main coronary artery, a 2.75 x 23 mm xience prime stent in the intermediate/anterolateral artery, a 3.5 x 23 mm xience prime stent in the mid right coronary artery, and a 3.0 x 38 mm xience prime stent in the mid left anterior descending artery. On (B)(6) 2014, the patient was re-hospitalized with angina. Angiography was performed on (B)(6) 2014 and in-stent restenosis was noted in the stents implanted in the intermediate/anterolateral artery and in the left anterior descending artery (lad). A coronary artery bypass graft procedure was performed as treatment. The patient was discharged to home in good condition on (B)(6) 2014. No additional information was provided.